Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml gablofen at a dose of 250 mcg/day via an implantable infusion pump for intractable spasticity. It was reported by the hcp that there was more volume in the pump than expected. The actual reservoir volume was greater than the expected volume. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. As troubleshooting, a possible dye study was to occur in the future. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". No symptoms were reported. It was unknown if surgical intervention was planned. Additional information was received from a manufacturer's representative (rep) via a healthcare professional (hcp) on (B)(6) 2017. It was reported that their was a volume discrepancy but the volumes were unknown. The rep reported that the patient had a refill in (B)(6) 2016 and a couple of days ago she still had 18 ml in the reservoir, which there regarded as a very large discrepancy. The pump logs were checked, a roller/rotor study was done, and a dye study was done. During the rotor study, the hcp did not notice any movement of the arm. The rep stated that the hcp was not able to inject or aspirate the catheter for the dye study and the rollers did not move. The logs were confirmed to be normal. The patient reported having "symptoms and issues" but did not specify what symptoms she was having that began "a couple of days ago".

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-may-05. It was reported that the patient had a revision on (B)(6) 2017 and both the pump and catheter were replaced. The pump was to be returned for analysis. The doctor was unable to aspirate the catheter during the revision on (B)(6) 2017 so they replaced the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-jun-06. It was reported that the pump was not to be returned for analysis.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.